Event description:
Due to recurrent ventricular tachycardia, an automatic implantable cardioverter/defibrillator (aicd) generator and lead was inserted into pt on 6/17/96. On 7/8/96, while at home the pt had several episodes of discharge consistent with a sensing malfunction. It was found the lead was unable to pace and had very low impedences. A new lead was placed with pacing and excellent thresholds. The pt's condition resolved, and he was discharged 7/11/96 in stable condition.